Event description:
It was reported that during an esophagus procedure after firing the device there was an incomplete staple line. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.